Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available to stryker for evaluation as the hospital is keeping the device.

Event description:
It was reported by a company representative that after an initial condyle fracture surgery was completed a revision surgery took place to remove the plate.. No medical intervention and no adverse consequences were reported with the revision surgery, which was completed successfully without a delay.